Event description:
It was reported that the pump battery was depleting quickly. There was no reported adverse impact to the customer. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.